Event description:
It was reported that during a subtalar arthrodesis surgery the customer experienced issues with the drill guide and the k-wire. The ar-8770-02-ru cannulated drill passes over the ar-8770k k-wire when tested, before starting the procedure. During the procedure, when the proximal cortex is drilled over the guide wire, the devices are no longer compatible. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
***Update dw 11-oct-2024: further information was provided that in this specific case an ar-8770k was used and the drill got stuck and pushed the wire further.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion. Per dfu-0023-eo revision 4: 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in.